Event description:
It was reported that the device emitted metal shavings during the procedure. It was unknown if all the shavings were removed. No patient injury was reported.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks along the inner shaft of the device. Metal shavings were also observed on the inner shaft hub and the rubber seal component of the outer shaft hub. The returned device passed function testing. The galling marks on the device indicate excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Ascent healthcare solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release.